Manufacturer narrative:
(B)(4). Philips healthcare has determined through manufacturer investigation that the pt was subjected to a total of 87.5 mins of fluoroscopy resulting in an accumulated dose of approx 20.6 gy air kerma skin dose. The investigation concluded that the radiation dose was necessary for life-saving purposes while the device performed within specification. In addition, it was also determined this device to be in compliance with all provisional regulations and allowable dose rates per federal standards. As a corrective action, philips healthcare has worked with the users of the device to reprogram fluoroscopy modes with lower maximum air kerma rates thereby lowering patient skin entrance dose while maintaining adequate image quality as determined by staff physicians.

Event description:
The customer reported that radiology was informed on (B)(6) 2011, that a pt had developed a skin burn subsequent to two (2) abdominal interventional procedures performed on (B)(6) 2011. Ucsf radiation safety officer was contacted on (B)(6) 2011 and an effort was made to try and reproduce the conditions under which the pt was imaged in order to make a dose level assessment.